Manufacturer narrative:
According to the customer, on (B)(6) 2026, "during delivery, an infant was being suctioned, and the team could not get an appropriate suction when the delee was attached." The customer reported the " infant was stabilized and the team went to further test the equipment." When suction tubing alone was attached, the suction pressure was appropriate. However, when the delee device was attached, the suction pressure decreased and required the wall suction to be increased significantly to function. Clinical staff reported that compared to previous batches, the current product requires higher suction settings than they are accustomed to using. The customer reported no injury occurred, and no follow up medical, surgical, or additional treatment was required.

Event description:
According to the customer, on (B)(6) 2026, "during delivery, an infant was being suctioned, and the team could not get an appropriate suction when the delee was attached."